Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had no sensor signal. Customer's blood glucose was 9 mmol/l. The customer stated that the sensor can't connect to the device and minilink will not blink. The customer stated that the g2l is flashing and when taking off the charger no electrode present.